Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room for difficulty breathing. Boston scientific technical services (ts) review of the episode noted anti-tachycardia pacing (atp) and shock therapy given for an arrhythmia. The arrhythmia slows and falls back into ventricular tachycardia (vt) zone, so another shock was given. The atp appeared to have accelerated the arrhythmia and shock therapy did not break the arrhythmia. The patient symptoms were related to the arrhythmia requiring hospitalization. There were no additional adverse patient effects reported.